Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Although imaging was difficult, one clip was implanted, reducing mr to 1. On (B)(6) 2020, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3. No treatment was planned at this time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on the information reviewed, a cause for the single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was an outcome of the slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported poor imaging resolution was due to procedural conditions (inexperience of the user.) There is no indication of a product issue with respect to manufacture, design, or labeling.